Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The product was returned and was sent to the legal department for evaluation. However, the evaluation was not available for review at the time of this investigation. There was an injury alleged with this complaint. The injury was reported as a non-specific pains. This was not deemed to be a serious injury and there was no reported medical intervention.

Event description:
The consumer was being transferred from the bed to a chair when the hydraulic pump allegedly broke, causing the consumer to fall to the ground.